Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a component of a surgi-start kit. The customer reports "the #10 blade broke off into the pt and is still in the pt."